Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vio integrated electro surgical generator unit (iesu) and completed failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the grounding pad was not working. The site was also getting m-02 error. The site had changed the grounding pads with no change. Intuitive surgical, inc. (Isi) technical support engineer (tse) had the site do a hard restart of erbe with cables removed. The isi tse then had the site do a hard restart of the vision side cart (vsc) with no change. The site got 307 errors pointing to the surgeon side console (ssc) touchpad. The procedure was completed laparoscopically with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the grounding pad was not working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue. The fse replaced erbe generator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has been returned for evaluation. Failure analysis has not been completed yet. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.